Event description:
The patient reported that his interstim device is controlling his urinary symptoms but that he has been experiencing shaking for about a week and a half. He stated that he has parkinson's disease but this is a different kind of shaking. Further information is being requested from the hcp.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.